Event description:
Additional information reported that the patient was unable to adjust their stimulation and observed an "in-the-box" (itb) icon message. It was noted that the patient always used the antenna locator (al) feature on the recharger during the recharging process. Specifically, she starts the al feature and got 80-85 for results, then used the "x" button to exit the al feature, and pressed the "start charge" button. She recharged every 3 days and, when the level was at 50% charge, she charged for 2 to 6 hours. She visually checked the recharger screen to check the charge level of the ins and did not rely on the audio tone feature. She stopped charging when the "full" icon was displayed. She did not feel there was a clear pattern to the itb events, although she has seen the message when using the patient programmer the first time after recharging. Her most recent itb occurred approximately a week ago. The only time the patient realizes that an itb event has occurred is when she used her programmer to make a come kind of change to the ins. The patient had no telemetry issues with the ins while using the recharger and programmer. It was noted that she did have an increase in pain while recharging even though her device was turned on at the time. The patient was working with the company representative regarding the issue where a clinician programmer was kept at a local emergency room so the itb events can be addressed. The patient did express frustration by how often the issue is occurring and that of the costs that the events have incurred. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3778-60 lot #v177008036 implanted: (B)(6) 2008 explanted: na; programmer model 37743 serial #(B)(4); lead model 3778-60 lot #v151651027 implanted: (B)(6) 2008 explanted: na; recharger model 37752 serial #(B)(4); programmer model 37743 serial #(B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. There was an "in the box" icon displayed on the patient programmer when the patient was going to charge the implantable neurostimulator (ins). The patient proceeded with charging her ins after seeing the "in the box" icon. The device was interrogated and the "in the box" icon cleared by an emt using the clinician programmer. Following this, the patient programmer confirmed normal screen.

Manufacturer narrative:
(B)(4).